Manufacturer narrative:
Product event summary: one image file was returned and analyzed. The image file showed an activation map. The image also showed radi ofrequency ablation to the anterior mitral line of the left atrium. In conclusion, the reported clinical issue of heart block occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, while manipulating the catheter in the left atrium near the mitral annulus, a mechanically induced conduction block occurred due to motion of the catheter. The procedure was completed. It was noted that "ca theter-induced trauma (¿bumping¿) to the conduction tissue was identified as the likely cause of the block", which persisted for at least 24 hours post-procedure. Temporary pacing was required following the procedure, and the patient¿s hospitalization was extended. The patient was implanted with a pacemaker the day after the ablation procedure due to the persistent block. No further patient complications have been reported as a result of this event.